Event description:
The physician's office reported a total needle disengagement of cosmoderm 1 collagen implant (1.0ml). The doctor was injecting the product into the patient's lips and the needle disengaged from the syringe. All of the product was lost with the exception of .05ml. There was no injury to the patient or to the injector.

Manufacturer narrative:
(B) (4)